Event description:
Patient reported neulasta on-body injector (obi) administered medication at 26 hours rather than 27 hours. Pt stated she did verify the fill indicator was at empty prior to removing obi. Pt did not save the device. Rn spoke to on-site pharmacist regarding medication delivery at 26 hours instead of 27 hours and she confirmed as long as administration was after 24 hours it was safe.

Event description:
Patient reported neulasta on-body injector (obi) administered medication at 26 hours rather than 27 hours. Pt stated she did verify the fill indicator was at empty prior to removing obi. Pt did not save the device. Rn spoke to on-site pharmacist regarding medication delivery at 26 hours instead of 27 hours and she confirmed as long as administration was after 24 hours it was safe.